Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and additional information received from the reporter, it was confirmed that a foreign material was adhered to the contact of a scope. Based on the above, we concluded that this phenomenon occurred because a failure was found in the scope side, not the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting by the user facility. Through troubleshooting, the user facility isolated the cause of the problem to a specific scope and verified that the subject device was performing as intended. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" communication error was generated on the olympus, model cv-190, video system center, when connecting and attempting to use 4 different olympus, model 190 series scopes. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using the same cv-190 device. There was no patient impact or patient injury that occurred, associated with the reported problem.